Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor. The caregiver reported unspecified low values and decreased the customer's basal insulin pump due to the low values. Subsequently, a scan of 55 mg/dl was obtained and the caregiver treated the customer with fruit juice. The caregiver performed a blood glucose test and obtained a result of 513 mg/dl on a competitor's brand meter, as well as a result of 518 mg/dl obtained using the built-in meter. The customer was taken to the emergency room and was found to have positive ketones and a blood glucose of 486 mg/dl was obtained on the hcps meter. The customer was transferred to another hospital and admitted for diagnosis of dka and unspecified treatment was provided at that time. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor. The caregiver reported unspecified low values and decreased the customer's basal insulin pump due to the low values. Subsequently, a scan of 55 mg/dl was obtained and the caregiver treated the customer with fruit juice. The caregiver performed a blood glucose test and obtained a result of 513 mg/dl on a competitor's brand meter, as well as a result of 518 mg/dl obtained using the built-in meter. The customer was taken to the emergency room and was found to have positive ketones and a blood glucose of 486 mg/dl was obtained on the hcps meter. The customer was transferred to another hospital and admitted for diagnosis of dka and unspecified treatment was provided at that time. There was no report of death or permanent injury associated with this event.there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification.no malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor. The caregiver reported unspecified low values and decreased the customer's basal insulin pump due to the low values. Subsequently, a scan of 55 mg/dl was obtained and the caregiver treated the customer with fruit juice. The caregiver performed a blood glucose test and obtained a result of 513 mg/dl on a competitor's brand meter, as well as a result of 518 mg/dl obtained using the built-in meter. The customer was taken to the emergency room and was found to have positive ketones and a blood glucose of 486 mg/dl was obtained on the hcps meter. The customer was transferred to another hospital and admitted for diagnosis of dka and unspecified treatment was provided at that time. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.